Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effect of dissection is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a ulcerated carotid stenosis. During the attempt to deploy the acculink stent, the handle broke and the stent moved forward in the lesion approximately 2/3 mm. This caused a dissection in the common trunk, which lead to a laterocervical hematoma. The dissection resolved without any intervention and the target lesion was successfully treated with the deployed acculink stent. The patient had a good outcome and was discharged. No additional information was provided.